Manufacturer narrative:
Cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime/compromised force sensor system alarm test due to moisture damage noted in fsr. No compromised force sensor system alarms noted.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime. Customer's blood glucose was 122 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.